Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device experienced temperature above specification. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.